Event description:
The customer returned the ultrasound bronchofibervideoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that the image guide mount had corrosion and the image guide holder had corrosion. It was determined that the image guide mount and image guide holder needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image guide mount and the image guide holder had corrosion due to a water leakage. The most probable cause of the water leakage was a cause linked to the device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.